Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a blood glucose (bg) level of 460 mg/dl. The cause of the high bg was not known. The customer was treated with an insulin drip and after spending the night in the ER, the customer was stable and left with a bg in the 100s mg/dl. As the event occurred in the past, troubleshooting could not be performed.